Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral lithotomy (tul) procedure performed on (B)(6) 2021. During the procedure, a part of the cone got separated while being used in combination with a laser and fell into the patient. The broken part was removed using forceps. There were no patient complications reported as a result of this event.